Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date. During the procedure, the surgeon opened the box for the femoral component and noticed that the implant package had foreign black material inside. Another femoral component was available to complete the procedure without significant delay. There was no injury to the patient as a result.

Manufacturer narrative:
The material found inside the package was sent to an outside lab for evaluation. The results of the evaluation were relayed on (B)(6) 2010, at which time the event was reconsidered as a reportable malfunction. Evaluation of the foreign material suggested that it was a mixture of polishing material and metal debris from the implant. Date of event - unknown. This report filed december 30, 2010.